Event description:
Related manufacturer reference number: 2017865-2022-38632. Related manufacturer reference number: 2017865-2022-38635. It was reported that the patient presented for an implant procedure. It was noted that the three right atrial leads were not implanted on the target area due to mechanical problem. The leads were not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. X-ray examination and electrical test were normal with no anomalies found.